Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 054 call service alarm, which may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display appeared fully illuminated and functional. Moisture was observed behind the display lens. A leak test was performed and confirmed a display lens leak. The pump case was removed and evidence of moisture ingress was found on all internal surfaces.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank. It was noted that the pump's audio tones and vibrations were functional. Reportedly, there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.